Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - when were the needles detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specifyduring use on the patient. Investigation summary the product was not returned for evaluation. A visual inspection of the received images was performed. The visual analysis of the image received determined that a needle could be seen inside a plastic bag, product code m8737, the image is not clear to determine the failure mode. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-03599. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a pediatric cardiac surgery procedure on (B)(6) 2022 and suture was used. The needle pulled off the suture during surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested